Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an abdominal aortic aneurysm repair. Reportedly, an unspecified device failure occurred and another proglide was used to achieve hemostasis. The report did not indicate if the failure occurred prior or after the index procedure. There was no adverse patient effect. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The report indicated an unspecified device failure occurred and a posterior cuff miss was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.